Event description:
Product description: vidas® progesterone is an automated quantitative test for use on the vidas® family instruments for the quantitative measurement of progesterone in human serum or plasma (lithium heparin or edta), using the elfa technique (enzyme linked fluorescent assay). Issue description: on (B)(6) 2022, a customer from india notified biomérieux of potential over-estimated patient results when using vidas® progesterone reference 30409 lot 1009453360 (expiry 25-may-2023). The customer sent three (3) progesterone samples to an outside lab to re-test (clia method) to confirm suspected over-estimated results using the vidas® progesterone reference 30409 lot 1009453360 kit. Test results listed below: 1st sample: vidas progesterone result : 2.06 ng/ml, outside lab result: 0.14 ng/ml. 2nd sample: vidas progesterone result: 1.91 ng/ml, outside lab result: 0.069 ng/ml. 3rd sample: vidas progesterone result: 1.25 ng/ml, outside lab result: 0.14 ng/ml. Vidas: standard rfv , control values and background values was acceptable. The calibration/control was re-run and was valid. No physical issues were found in the kit. At the time of this assessment, no patient harm or incorrect treatment was reported. Note: the product, vidas® progesterone (30409), is not marketed, sold or distributed in the united states. However, a similar product, vidas® progesterone (30409-01) is marketed in the united states. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
An internal investigation was performed following notification from a customer in india of potential over-estimated patient results when using vidas® progesterone reference 30409 lot 1009453360 (expiry 25-may-2023). Investigation 1. Device history record the review did not highlight any issue during manufacturing for vidas prg reference 30409 batch 1009453360. There was no CAPA or non conformity on vidas prg reference 30409 batch 1009453360 linked with the customer complaint. 2. Complaint analysis the analysis of complaints did not reveal a systemic quality issue. 3. Control chart analysis the analysis of control chart carried out on four (4) internal sample (target 0.31 ng/ml, 0.67 ng/ml, 0.30 ng/ml, 0.47 ng/ml ) and seven (7) batches of vidas prg reference 30409 including the batch used by the customer. The batch vidas prg reference 30409 batch 1009453360 is in the trend of other batches. All the samples studied are within the expected ranges. 4. Tests/analysis performed customer samples were not available for investigation. Further investigation was completed using internal samples. Investigation protocol and obtained results: analyses were done on retained kit vidas prg reference 30409 batch 1009453360 and one other batch 1009591390 manufactured with other raw material. Three (3) internal samples were tested on the kits vidas prg reference 30409 batches 1009453360 and 1009591390. All sample results were within expected ranges. There is no drift of the batches since its release. Additionally, four (4) samples reports from the last campaign of probioqual (eqc) were analyzed between vidas, roche, and abbott methods. This analysis shows a slight difference between the methods, however the difference observed between the three (3) techniques does not reflect the difference observed by the customer. 5. Root cause analysis and conclusion the investigation did not manage to identify any obvious root cause. Several potential root causes were ruled out. Some hypotheses were identified, without any possible verification as a real root cause. As mentioned in the IFU, interference may be encountered with certain sera containing antibodies directed against reagent components. For this reason, assay results should be interpreted taking into consideration the patient¿s history and the results of any other tests performed. In cases of steroid therapy, particularly micronized progesterone therapy, overestimated results may sometimes be obtained. Moreover the interpretation of test results should be made taking into consideration the patient's history, and the results of any other tests performed. There is no reconsideration of the performance of vidas prg ref 30409 batch 1009453360 to its expectations.